Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a calcified lesion with 55 percent stenosis degree in the moderately tortuous mid sma. The stent was released and upon withdrawal of the delivery system, the delivery system became entangled with the already placed stent which led to shifting of the implanted stent to an unintended position which hurt the vessel.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, two videos taken from the angiogram were reviewed. The technical investigation revealed that the outer shaft has been retracted by about 514 mm. The stent has been fully released and was not returned. Kinks were observed in the device shaft at the kink protector, about 518 mm distal to the kink protector and at the distal radiopaque marker. Inspection of the remainder of the device revealed no other damage or irregularity. The shaft dimensions comply with the specification. The introducer sheath and the guidewire used in the intervention were not returned for analysis. The videos taken from the angiogram show a stent in the proximal mesenteric artery. It appears that the proximal stent markers slightly range into the abdominal aorta. Unfortunately, the quality of the videos is rather poor, and the actual complaint event is not visible. The videos did not provide further relevant information regarding the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Please note that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection. It should also be noted that the IFU advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion according to the stent size selection table in the pulsar-18 IFU.